Event description:
Information was received from a manufacturer representative. It was reported that the patient experienced a return of symptoms and had the device explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.